Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: missing shell and sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a missing shell assessed as inconclusive, and a sharp break on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.